Event description:
It was reported to covidien on 4/27/09 that a customer had an issue with a dialysis catheter. The customer reports pigtail was accidently cut. Customer reports catheter was removed and a different line was placed.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.